Manufacturer narrative:
At the time the customer filed her complaint, she informed us about only one affected lot and stated that the false positive reaction occurred on two different days ((B)(6)), so we filed two reports for this complaint: 9610824-2020-00010 and -11. Because of this information, our initial report 9610824-2020-00011 was erroneously issued for lot 8937050, not lot 8937040 like it should have been. We apologize for this mistake. During the investigation we also found out that the customer did also use a third lot of the product in question on a third day of event, (B)(6) 2020. We tested this third complaint lot as stated under section b5 but decided not to file a separate MDR for it since the underlying problem is apparently not related to the ih-card abo/d(dvi-)+rev.a1,b.

Event description:
The customer reported a false positive result of a total of three different patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that first patient had a history of blood group o rhd positive and the second and third patient the blood group a rhd positive. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. In a retest all patient samples yielded the correct results. The customer did neither return the supposedly defective product for investigational testing nor the control reagent kit that had caused the false positives. But the customer provided us trace files from the sample which was tested on february 21th 2020 with ih-card abo/d(dvi-)+rev.a1, b, lot 8937050. Furthermore, the customer sent us result images of the three affected patient samples. Our quality control laboratory checked their retention sample of the ih-card abo/d (dvi)+rev.a1, b, lot 8937050, 8937040 and 8924050 visually and all acceptance criteria were met. The specifications were: visible supernatant, homogeneous gel, intact sealing as well as no splashes in the reaction chamber. Furthermore, to confirm that the reagent itself did not contribute to the incorrect results, the retention samples of the supposedly defective lots of ih-card abo/d(dvi-)+rev a1,b were tested on ih-1000 with several different donor blood samples of each blood group. No false positive reactions were observed. No card showed positive reactions in the anti-b well. The results of forward and reverse typing were specific and concordant. A review of the files from february 21th 2020 as well as of the three images provided by the customer confirmed a false positive reactivity in anti-b well that were not concordant with the reverse type. Because the reason of the false positive reactions has to be investigated in depth, the issue of false positive reactions within blood group typing, has been addressed within a corrective and preventive action which is still ongoing. Testing by our quality control laboratory confirmed that the allegedly defective lots of ih-card abo/d(dvi-)+rev.a1, b function correctly. Further investigations for solving this issue have already been initiated.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive result of two patient samples with the anti-b of ih-card abo/d(dvi-)+rev.a1, b on ih-1000. The customer stated that one patient had a history of blood group o rhd positive and the second patient the blood group a rhd positive. Due to the discrepancy between forward and reverse typing the ih-1000 stated "abo not interpretable" and no incorrect results were released. When re-tested both patient samples yielded the correct results. The customer did neither return the supposedly defective product for investigational testing nor the control reagent kit that had caused a false positive test result. Therefore our quality control laboratory tested their retention sample with different controls and donor samples on ih-1000. All positive and negative results were correct. We did not observe any false positive reaction. The investigation of the instrument files is still ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lots.